Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable. (B)(4).

Event description:
An article reported a prospective comparative study of all pts who underwent laparoscopic sleeve gastrectomy (lsg) by a standard surgical team in an 18-month period. In total 187 pts, with a median preoperative bmi of (B)(6), underwent lsg. Group a had peri-strips dry staple line reinforcement (psd) reinforced staple lines and enrolled 96 pts. Group b did not have staple line reinforcement and enrolled 91 pts. It was noted that one pt with psd experienced a typical leak in the upper third of the gastric tube located in the upper gi series. No further details were provided. The article reports that the "reinforcement of the staple line in lsg resulted in significantly fewer surgical complications compared to standard stapling of the gastric tube," which also includes a "reduction in the length of hospitalization."